Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had flashing, blank display screen. Customer changed the battery and it still will not come back on. The blood glucose was 300 mg/dl at the time of the incident. Customer treated high blood glucose with manual injection and declined troubleshooting for the same. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will not be returned for analysis.